Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip would not deploy off the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip would not deploy off the catheter. The physician tried to squeeze the handle open and close to deploy the clip but still unsuccessful. The device was then removed, and the procedure was completed with another resolution 360 ultra clip. Note: the photo submitted by the customer shows that the clip assembly was incorrectly positioned and stuck into the bushing. There were no patient complications reported as a result of this event.